Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 27-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone via an implanted pump. The indication for use was non-malignant pain. It was reported the pump was sluggish when filled on (B)(6) 2019 so the hcp scheduled the patient for pump check under fluoroscopy on (B)(6) 2019. The fluoroscopy showed that the catheter was occluded. It was indicated the event was possibly related to the device or therapy. The catheter was explanted and replaced on (B)(6) 2019. It was noted the catheter was disposed of according to biohazard instructions. The issue resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6) lbs.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study clarified that it was the catheter that was sluggish when refilled on (B)(6) 2019.